Manufacturer narrative:
Correction information: b4: date of this report - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - type of investigation, investigation findings, investigation conclusions. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary the event that occurred is that the internal braided segment broke down and pierced the insertion flexible tube (ift). Based on the investigation, it is considered that the steel braid inside the ift was damaged due to repeated use or external factors, and part of the braid penetrated the outer resin of the ift. A definitive root cause of the reported issue could not be identified. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 12-jul-2024 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 22-jul-2024. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
On 13-jun-2025, pentax medical became aware of an event involving a pentax medical video colonoscope model ec38-i20cl, serial number (B)(6) in australia within the apac region. A loaned endoscope was returned for repair. It had been reported that the up/down angulation knob of the endoscope was damaged. However, upon inspection by the service team, it was found that the blade (metal mesh) had broken through the outer covering of the insertion tube, causing a leak. This event occurred after use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical apac region performed a good faith effort to gather additional information regarding this event and received responses via email on 16-jun-2025. According to the anz service team, the hospital did not notice the perforation of the insertion flexible tube. The scope was returned due to angulation failure, and since the scope could not be used for the procedure because of the angulation issue, it is considered that the fault was found before use. Investigation is in-process: if additional information becomes available, a supplemental report will be filed with the new information.